Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump froze during a bolus delivery. Customer removed the battery and reinserted the battery, but the insulin pump froze up a second time. No response from any of the buttons. The blood glucose reading is 142 mg/dl. Monitored the time display. The minutes do not change. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display noted. Unit had normal operating currents and no unexpected off no power, low battery or failed battery test alarm noted.